Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high ventricular capture. The lead was explanted and replaced successfully. No additional information was available.